Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the blower motor controller (bmc) and power supply for evaluation. Visual inspection of the returned bmc revealed the cap c10 broke free from the glue. No other evidence of damage or contamination was found. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the bmc into the fi test ventilator and performed functional tests. No failures were identified. Installed the power supply into the fi test ventilator and performed functional tests. The ventilator did not power up from ac and deliver breaths. The ac led indicator did not turn on. Fi technician identified there was an open fuses at f3 and f4. Fi technician removed the open fuses and replaced with new one. Fi technician retested and no failures were identified. Root cause: the root cause for the reported problem was due to an open fuses at f3 and f4. A replacement of the open fuses corrected the problem with the power supply. There was no problem found on the bmc.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported that the unit went to ventilator inoperative at turn on during post, just before the blower would start. Unit displayed error code message of post timer/24v failure. Reportedly, customer reported that other codes (ventilator normal mode startup. Air/o2 valve liftoff positions logged; various combinations of +12v, -12v,and power fail failures; and unknown restart) were observed in the error log. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Device evaluation: customer indicated that the unit was sent in for rebooting and getting error code message of post timer/24v failure. Customer was able to duplicate the reported problem. Customer also pulled the diagnostic history log (drpt) and found error code message of various combinations of +12v, -12v, and power fail failures. Customer observed the capacitor on the blower motor controller was damaged. Resolution and disposition: customer replaced the blower motor controller due to damaged capacitor. Customer replaced power supply due to error code message of various combinations of +12v, -12v and for precaution. Customer performed preventative maintenance and device is returned to full functionality. Customer returned the unit back to service.